Manufacturer narrative:
The unit alarmed failed battery test due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into. Unable to perform the displacement test or verify operating currents due to failed battery test alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump battery compartment had corrosion. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.